Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the meshgraft ii was not working as should. The handle was very stiff, and once in a while, nothing happened even though the handle was moved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that when using the meshgraft handle, the mesh plate moves back and forth. The handle is very stiff, and every once in a while nothing happened even though the handle was moved. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated meshgraft ii serial number (B)(6) one time as documented in the repair reports in vdoc portal services. The last repair was (B)(6) 2017 where it was reported that dermacarrier is not moving and the cutter, roller and sideplate were replaced. This is not a related issue. Product review of the meshgraft ii by (B)(4) on (B)(6) 2018 revealed that the device had trouble with gear of the handle. It was also noted that the device calibration was within specifications. Repair of the meshgraft ii was performed by (B)(4) on (B)(6) 2018 which included replacement of the ratchet gear. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the device had trouble with gear of the handle. While during product review it was noted that the device had trouble with gear of the handle, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.